Manufacturer narrative:
There has been no report of injury to patient or user. No malfunction occurred with the endosonic. The endosonic unit identified in this complaint was notified to (B)(6) on the 15th may 2018 as part of fsca-2018-001. This has been documented as a repair of the device. This fsca activity did not affect any devices that have been shipped into the us market. Olympus keymed have requested for the return of the pcba, for reconciliation under fsca-2018-001. Reported in an abundance of caution.

Event description:
Pcb paint lock not yet implemented. Discovered during inspection, no other defects have been confirmed. The locking varnish is a control measure to ensure that the potentiometer adjustment screw does not rotate after the pcb test of the pcba.

Manufacturer narrative:
Olympus keymed investigation has been completed and identified that this issue is in relation to fsca-2018-001 which is a field safety corrective action, no devices within the us was affected by the field recall action taken. If any new information becomes available we will then provided an additional follow-up report, however at this time this adverse event report is considered closed.